Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/14/2013 with the following findings: the pump powered on appropriately during investigation. A review of the pump history showed multiple power reboots on (B)(6) 2013. The battery compartment was fully intact; there was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination was found inside the pump. The issue of intermittent power was viewed in the pump history but was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump rebooted without user intervention and moisture was found inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.